Manufacturer narrative:
Physio-control performed an additional evaluation of the reported event.  It was initially observed that the shock key was stuck down, but after replacement of the keypad assembly, the issue still persisted.  After replacement of the user interface and system pcb assemblies and the therapy connector assembly, normal device operation was observed.   Physio attempted replacement of aforementioned parts but was unable to determine the cause of the reported issue.  Proper device operation was observed through functional and performance testing and the device was returned to the customer for use.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer reported that during a patient event, their device would not respond to button presses with several buttons. The customer stated that the charge, energy select up and down, and sync buttons did not respond. Physio-control was unable to obtain any additional details from the customer regarding the event or the patient. There was no report of the patient suffering any adverse outcome during the reported event. Without the functionality of these buttons, the device could not charge defibrillation energy for a defibrillation shock to a patient.